Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient was undergoing an interventional coronary procedure in the left anterior descending artery and diagonal coronary arteries. The physician was using a non-abbott balloon catheter over the prowater guide wire. The first inflation went without issue. After second inflation, the balloon became stuck in the vessel and then stuck on the guide wire and in the guide catheter. The distal portion of the balloon and guide wire broke off within the guide catheter. Both devices were able to be successfully removed from patient. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc (B)(4) the prowater guide wire and angiosculpt catheter (device used in combination) were both returned. The distal end of the angiosculpt was separated at approximately 30 mm. The prowater was inserted through the separated distal portion of catheter, and was separated at approximately 120 mm from the guide wire distal end. Removal of the prowater from the distal section of angiosculpt was attempted, but in vain. The segment between approximately 60 mm-140 mm was heavily deformed in a helical shape, where included in were the proximal segment of the distal coil and the shaft distal to, as well as proximal to, the breakage site. Scanning electron microscope revealed a local and heavy bend at the section adjacent to the breakage proximal site, and the breakage trace coaxial to circumference on the breakage surface. The breakage site of the distal side was found with micro hollow erosion, suggesting the electrolysis corrosion was due to longtime exposure to saline solution. At the proximal end of the separated distal end of the angiosculpt catheter (approximately 30 mm from the tip of the product), blue outer-tube and clear inner-tube were observed, while only the clear inner-tube was found at the distal end of the separated proximal section of the catheter, blue outer-tube was not observed. Partial elongation and rupture were observed with the clear inner-tube. It was consequently presumed that some section, proximal to the distal 30 mm breakage site or where the helically deformed prowater guidewire was located, might not be returned for our investigation. The (stuck) noted in the (B)(6) report is presumed to be the balloon catheter extruded from the tip end of the guiding catheter which might have got stuck with the vessel, thereafter, the deformation of the guide wire lumen of the balloon catheter and the blood inside the guidewire lumen caused the prowater guide wire to be stuck inside the balloon catheter. The returned prowater guide wire was broken at its shaft. It is inferred that the helically deformed shaft was squeezed so that the tortional force got concentrated to one point where the breakage resulted. The circumstance and the timescale of the occurrence of helical deformation could not be identified from the provided information, same as the locational interrelation with the guiding catheter. It would be hard to consider that all the observed deformation of the prowater guide wire occurred inside the guiding catheter, instead, supposed are that (I) helical deformation occurred during the handling after the trouble, then squeeze of deformation resulted in breakage of shaft, or that (ii) prowater distal end approximately 14 cm (with unknown length of distal of angiosculpt) was out of distal end of guiding catheter, where helical deformation occurred. The manipulation to pull back the devices into the guiding catheter caused squeezing force to the devices, resulting in breakage. Since it is presumed that some segment of the balloon catheter might not be returned, and that the guiding catheter was not returned, we could not identify the process before breakage including (iii) the possibility of any other operational context. The warning section of the instructions for use describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, result in fragments being left inside the vessel and separation or breakage of guide wire is one possible complication and adverse event.